Event description:
The customer contact reported that while operating on ac power, the pump powered off by itself without sounding an audible alarm tone. The device was programmed to deliver an unspecified volume of blood and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the pt notified the nurse that the device had powered off by itself. The pt informed the nurse that the device did not sound an audible alarm before powering off. The nurse verified that the ac power cord was plugged into the ac power receptacle. The nurse then powered the pump on and restarted the delivery. After an unspecified length of time, the pt notified the nurse again that the device had powered off without an audible alarm tone. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing. No power loss was noted throughout the testing procedures. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel.